Event description:
Reportedly, the remote reports are received in double in the website for this center.

Event description:
Reportedly, the remote reports are received in double in the website for this center.